Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, after the valve was implanted, digital subtraction angiography (dsa) of the lower limb aorta revealed a dissection occurred. Contrast imaging with a pigtail catheter resulted in further expansion of the dissection, specifically at the false lumen. Hemostasis was attempted with non-medtronic stents, but dissections in the external iliac artery (eia) and superficial femoral artery (sfa) occurred, which complicated wire insertion into the true lumen of these vessels. Balloon angioplasty was performed on the eia dissection without improvement; however, multiple balloon angioplasties and non-medtronic stents were used to treat dissections in the eia and sfa. The procedure was then completed successfully. It was noted that the dissections were suspected to have occurred during wire introduction from the contralateral side for contrast imaging.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na. Product ID l-evolutfx-2329 (lot: 0012685677); product type: 0195-heart valves; implant date: na ; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, after the valve was implanted, digital subtraction angiography (dsa) of the lower limb aorta revealed a dissection occurred. Contrast imaging with a pigtail catheter resulted in further expansion of the dissection, specifically at the false lumen. Hemostasis was attempted with non-medtronic (viabahn) stents, but dissections in the external iliac artery (eia) and superficial femoral artery (sfa) occurred, which complicated wire insertion into the true lumen of these vessels. Balloon angioplasty was performed on the eia dissection without improvement; however, multiple balloon angioplasties and non-medtronic (viabahn) stents were used to treat dissections in the eia and sfa. The procedure was then completed successfully. It was noted that the dissections were suspected to have occurred during wire introduction from the contralateral side for contrast imaging. Additional information was received that a non-medtronic guidewire and non-medtronic introducer sheath were used during the procedure. The dissections occurred to the right common iliac artery and right external iliac artery. The dissections were treated successfully. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the dissections. Additional information was received that five days following the valve implant procedure, the patient died at home due to an unknown cause. Per the physician, it was unknown whether the death was related to the device or the implant procedure.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolutfx+ valve; product ID: evfxplus-26; serial: (B)(6); UDI: (B)(4); manufactured date: 2024-12-05; use by date: 2026-12-05; implant date: (B)(6) 2025; FDA site ID: (B)(4). Updated: b2, b5, d4, h1, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire and non-medtronic introducer sheath were used during the procedure. The dissections occurred to the right common iliac artery and right external iliac artery. The dissections were treated successfully. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the dissections